Event description:
It was reported that after completing two CT scans on a pt, the radiologist read positive findings from both scans. The pt was sent for an mr scan to confirm. The mr scan showed no positive findings. Subsequent investigation by gehc determined that oil had leaked from the tube casing window assembly creating a film of oil between the copper filter and cover. Air bubbles trapped in the oil film were creating artifacts that were being read as positive findings. No injuries were reported. The concern is for possible misdiagnosis.